Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The device was unable to perform the displacement test due to the missing retainer.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer states that crack was on the back of pump case. Customer's blood glucose was unknown at time of incident. Insulin pump will be returned for analysis.